Manufacturer narrative:
Based on the claim against the product by the customer noting multiple 41014 errors, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) confirmed that the issue was due to a power failure in the operating room. The fse walked the customer through a power cycle and the system powered on with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A log review confirmed the procedure date of 16-nov-2022 on system sk0420. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to a power failure. The patient reportedly tolerated the procedure well.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room lights had flickered, and the da vinci system encountered a non-recoverable fault. The technical support engineer (tse) instructed the caller to perform a power cycle. When restarting, the customer informed they received a recoverable fault that could not be recovered followed by a non-recoverable error 41014. The site performed an emergency power off (epo) and restarted after removing instruments. The system 41014 error returned. The customer performed a second hard power cycle. This time, the patient side cart (psc) was disconnected and started up with the blue fiber cable disconnected. The psc started normally. The caller powered the psc and reconnected the fiber cable. The caller powered the system on, and the surgeon resumed the procedure. After about 30 seconds, the hospital encountered another power loss. The surgeon stated in the background that he received a notification about "electrical issues". The surgeon opted to convert to open. The procedure was converted to open surgery with no patient harm. On (B)(6) 2022, intuitive surgical, inc. (Isi) obtained additional information: the customer confirmed that the procedure was converted to open surgery due to power issues at the site. There was no injury or harm to the patient.